Event description:
This event was captured based on literature review. It was reported that during a multi-center, randomized study, 15 patients who had received 17 unspecified xience stents between (B)(6) 2010 were identified; during the stent implantation procedures, pre-dilatation, post-dilatation, and bailout stenting were allowed per operator discretion. The xience stents were implanted in the following coronary vessels: left anterior descending (10), left circumflex (2), and right coronary artery (5). One year after stent implantation, pre-planned optical coherence tomography (oct) imaging and quantitative coronary angiographic (qca) analysis were performed. Clinical outcomes were as follows: number of non-apposed stents: 1. Number of uncovered and non-apposed stents: 1. Number of target lesion revascularizations performed: 1. There were no adverse patient sequelae reported. No additional relevant information was noted.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2011. Date of implant estimated as (B)(6) 2010. Date is the date the article was reviewed: (B)(4) 2013. It is indicated that the devices are not returning for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the lot history records and complaint histories could not be conducted because the lot identification numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.